Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seal intact and a small crack on the bottom case of the pump. A review of the event history log identified syringe plunger not in place error. The syringe was loaded, run motor drive and occlusion testing were performed and the reported problem was duplicated. The problem was due to loose flippers which did not seat correctly on the smaller syringes. The root cause of the problem could not be determined. To correct the problem, the left plunger case was replaced. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol b10009704.

Event description:
It was reported that a plunger not in place error occurred. No patient injury was reported.